Event description:
It was reported the patient had a loss of therapeutic effect. The patient forgot to turn their stimulator off for gall bladder surgery. They were only urinating one to two times a day instead of four or five. The patient had to go to the ER for catheterization. The patient also experienced constant pain at the pocket site. The pocket site was swollen. There were no falls or traumas associated with the issue, but they had been lifting moving boxes. They had not turned stimulation off to see if the pain dissipated. Eight days later, the patient experienced shocking in their buttocks. No outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va09pal, implanted: (B)(6) 2013, product type: lead. (B)(4).